Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector broke the following information was received by the initial reporter with the following verbatim: it was reported by the customer that there were cracks on the luer lock portion of trifuse while in use on patient.

Manufacturer narrative:
It was reported that the male luer separated. One sample model mz9266 were returned for investigation. The set was examined for defects and abnormalities. One sample the male luer was cracked. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. The assembly process was thoroughly reviewed and found no evidence indicating this issue stems from an assembly-related factor. Review of device history records confirmed that no issues were identified during the manufacturing of the provided lots. Additionally, no non-conformance material reports were filed during the locknuts¿ manufacture period concerning this issue. An investigation into the maintenance work order history around the time of manufacturing revealed that no maintenance activities were related to or caused the reported issue. The most probable root cause of the luer cracking is due to the alcohol from the antiseptic swab.

Event description:
No additional information.